Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Information received by medtronic indicated that the excess insulin was dripping out/squirting out of the insulin pump during the fill tubing/manual prime process. Customer did allege¿the insulin¿pump was over-delivering because their blood glucose readings remained low after basal reduction and eating. The customer was experiencing low blood glucose of 56 mg/dl. The customer was treated with food. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.